Event description:
A customer reported that their mobile app crashed while attempting to load a cartridge, preventing any actions on the app. There was no reported adverse impact. Technical support guided the customer to uninstall the app, forget the pump from the bluetooth menu, and reinstall the app, which resolved the issue as the pump was successfully paired with the mobile app afterward.